Manufacturer narrative:
Concomitant medical products: product ID: 3708660, serial# unknown, product type: extension. Product ID: 3708660, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported the patient had an ins replacement due to an infection. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider (hcp) reported the infection started on (B)(6), 2016. The cause of the infection was coagulase-negative staph aureus. Due to this the implantable neurostimulator (ins) and extension were removed, and the consumer received antibiotics which resolved the issue. No further complications were anticipated.